Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the main keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the power button (on) was partially not functional. As a result, there may be a delay in powering the device on for use. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that the power button (on) was partially not functional. As a result, there may be a delay in powering the device on for use. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio further evaluated the removed main keypad assembly and determined that the outer overlay of the power on/off button was worn, but passed a functional test. The root cause of the reported issue was that the on/off button had become worn from use and required more force than normal to activate.